Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui and rectocele. It was reported that following insertion patient experienced urinary problems, recurrence, bleeding and dyspareunia. It was reported that due to erosion and exposure from a previous sling, patient underwent mesh excision on (B)(6) 2007 with implantation of meshes concurrently. It was also reported that patient underwent excision of an unknown mesh on (B)(6) 2004 due to erosion.